Event description:
Patient's heart rate monitor began to alarm at 50bpm. Staff responded to patient's room and found patient extubated with et tube lodged under patients arm. No audio or visual alarms were active on ventilator. Due to the patient's advanced and terminal disease state, staff did not re-intubate patient. Patient expired 18 hours later. Alarm settings on vent at time of event: low inspiratory alarm 5cmh20 and low exhaled volume alarm .2lpm.